Event description:
It was reported the pt is experiencing pain at his scs ipg pocket site due to being thin. Subsequently, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.